Manufacturer narrative:
Correction to the initial MDR in block g3: 20nov2023.

Event description:
It was reported that the patient had difficulty charging the ipg and the patient experienced overheating whenever charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the facility did not release the explanted device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and the patient experienced overheating whenever charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the facility did not release the explanted device.